Manufacturer narrative:
THE DEVICE HAS NOT BEEN EXPLANTED. IF IT SHOULD BE EXPLANTED, IT SHOULD BE RETURNED TO THE MANUFACTURER FOR EVALUATION. WHEN AVAILABLE, A DEVICE FAILURE ANALYSIS WILL BE SUBMITTED AS A FOLLOW UP REPORT.

Event description:
HEARING PERFORMANCE WITH THE DEVICE IS AFFECTED. RE-IMPLANTATION IS SCHEDULED.

Event description:
Hearing performance with the device is affected. Conductor link was cut after extruding through reconstructed external auditory canal. The user has been reimplanted.

Manufacturer narrative:
Conclusion: According to the information received, the conductor link extruded in the external auditory canal (EAC) and was cut. Device investigation revealed a mechanical damage to the conductive link, which is very likely related to the reported extrusion of the conductive link in the EAC as well as the reported cut could be confirmed. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.